Manufacturer narrative:
Pending results of investigation. This MDR is to document patient 9 of 15. Please see the following mdrs for the other 14 patients: 1221359-2022-02248; 1221359-2022-02249; 1221359-2022-02250; 1221359-2022-02251; 1221359-2022-02252; 1221359-2022-02253; 1221359-2022-02254; 1221359-2022-02255; 1221359-2022-02257; 1221359-2022-02258; 1221359-2022-02259; 1221359-2022-02260; 1221359-2022-02261; 1221359-2022-02262.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2022 on a direct tested nasal kitted swab. Confirmation testing on nasopharyngeal swab with pcr generated negative results. (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MDR is to document patient 9 of 15. Please see the following mdrs for the other 14 patients: 1221359-2022-02248; 1221359-2022-02249; 1221359-2022-02250; 1221359-2022-02251; 1221359-2022-02252; 1221359-2022-02253; 1221359-2022-02254; 1221359-2022-02255; 1221359-2022-02257; 1221359-2022-02258; 1221359-2022-02259; 1221359-2022-02260; 1221359-2022-02261; 1221359-2022-02262.

Manufacturer narrative:
Investigation completion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m184690 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. The manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m184690 and test base part number 190-430 / lot m184690. During qc release testing 3 false positive results were obtained, which is acceptable per release specifications. The current overall percentage of false positive patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available for lot m184690 is 0.004%, indicates they are performing as expected,